Event description:
It was reported that pump malfunction occurred after pump got wet and displayed malfunction code 13 that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump shipment, confirmed shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.